Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 instrument had a constant tone out. There was no consequence to the pt.